Event description:
Caller reported tandem mobi cartridge alarm, which occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. However, the caller was unable to reload the original cartridge. Technical support assisted in loading a new cartridge using the proper technique, allowing the caller to successfully resume insulin therapy. The issue was resolved.